Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is split and leaky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor image quality was not confirmed; therefore, a probable root cause could not be identified. For the cable unit is split and leaky the cause is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an image problem (picture quality is fuzzy with minimal imaging on the screen and the view almost dark). The issue occurred during an unspecified procedure, and it was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had an image problem (picture quality is fuzzy with minimal imaging on the screen and the view almost dark). The issue occurred during an unspecified procedure, and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.